Manufacturer narrative:
It was reported that the IV pole was coming apart. It was indicated that the pole came apart where it screws into the humidifier holder. The customer ordered new pole and installed it. No service was requested why no part was returned. No root cause has been determined however a system problem report has been addressed to our research and development department. The information and the conclusions drawn are utilized by getinge to track and trend all product experiences. H3 other text : 4117.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the IV pole was coming apart. There was no patient harm. Manufacturer ref.#: (B)(4).